Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
No failures were found on the returned device. The complaint is not consistent with the return that the distal tip was detached exposing the tip of the metal corewire. The device showed neither evidence of the alleged issue, nor any defect which could have contributed to the reported event, therefore, the most probable root cause is not confirmed. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. The indication of the procedure was for jaundice and abdominal pain. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(4) 2015: the detached tip was retrieved using a balloon.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. The indication of the procedure was for jaundice and abdominal pain. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.